Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device became stuck within the working channel of the scope and the jaws/cups of the device were found to be bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint, that a bend was present. Additionally, the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context since excessive force was applied to the device due of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the device became stuck within the working channel of the scope and the jaws/cups of the device were found to be bent. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.